Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. No pictures were provided. No batch# was received by the customer. No clarification or further information was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. This complaint is closed as cannot be determined due to insufficient information.

Event description:
Customer states tubes vacuum is not filling to the fill line. Customer advises this is causing specimens to be rejected as short samples. Customer filled a few tubes with water and the tubes are filling below the fill line.